Event description:
It was reported that a large volume infusor underinfused during infusion. The expected therapy time was 24 hours, but approximately 60ml of solution remained in the device. The infusion continued. The device contained 5 fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between august 1, 2023, and august 3, 2023. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.